Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the device is missing segment "b" from the display. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display had one non-illuminating segment on the top row. It was determined that the diode segment was open and that the d2 component was defective.